Event description:
Customer reported obtained results of 509mg/dl and 108mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.